Event description:
In a 400 pound load test of a simulated stuck "down" key, the emergency stop cord was pulled, which caused the sling and weight to drop to the floor at the rate of approximately 1 foot per second.